Event description:
Following use of heel warmer in prep for lab draw, a large area of discoloration to lateral aspect left calf (1.5cm x 1.5cm) with skin tear in the center was noted by nurse. Upon inspection of the heel warmer it was noted to have a small puncture causing liquid content of heel warmer to leak out of casing.